Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken, the ring and ring cover were missing and the battery drawer was sticky. It was also noted that the upper case was broken, both bail covers were broken, the battery contacts were compressed and the serial number label was damaged. (B)(4).

Event description:
It was reported that the external pulse generator had cracks in its case around the ventricular connector, that it was missing its hanger hardware and that its battery drawer was sticky. The generator was returned for service. There was no patient involvement.